Event description:
The customer reported to olympus that the tfl-afswl foot switch would not pair with the soltive laser. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus, however the evaluation of the device has not been completed. Prior to the return of the device for evaluation, the sales representative went to the customer¿s site and verified that the foot switch would not pair with the soltive laser. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The g2 field was corrected based on information available at the time of initial submission. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The footswitch was tested per the technical guide. The footswitch paired with a tfl-pls laser on the first attempt and remained paired throughout the inspection. Both pedals worked as intended. In addition, a visual inspection was performed; no cracks, dents or other abnormalities found. Based on the results of the investigation, the event could not be reproduced. No problem was found.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the footswitch not pairing could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
D9/h3: the customer has not returned the inoperable footswitch. If the device is returned or if additional information becomes available, this report will be supplemented accordingly.